Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system cine drive function was operating properly and they couldn't save cine runs. There is no report of injury or death associated with the event described in this complaint.